Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer could not identify a cause or reproduce the issue. Qc was acceptable. The results from a 21-cup precision test were within specification.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The initial na result was 160 mmol/l. The initial k result was 5.2 mmol/l. The initial cl result was 118 mmol/l. The initial results were reported outside of the laboratory. The patient was sent to the ER to be redrawn. The results from the new sample were normal: na: 138 mmol/l. K: 4.6 mmol/l. Cl: 103 mmol/l. The original sample was repeated with normal results: na: 141 mmol/l. K: 4.6 mmol/l. Cl: 103 mmol/l. A corrected report was issued. The na electrode lot number was h4475. The k electrode lot number was r8427. The cl electrode lot number was a7648. No expiration dates were provided.

Manufacturer narrative:
Calibration and qc were acceptable. Neither a general instrument or reagent issue were identified. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.